Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. Additional information was received. The physician decided to explant the s-ICD system due to not-appropriate sensing and a transvenous system was implanted instead. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode due to noise oversensing. Technical services (ts) discussed the oversensed signals could correspond to atrial flutter although there are qrs complexes at 65 beats per minute (bpm). Troubleshooting steps were also provided. In addition, provocative maneuvers were performed and noise was reproduced, similar to the noise recorded by the device. Upon manipulation of the electrode, baseline instability was also observed in primary vector. The physician decided to program therapy off for further analysis. Ts reached the local team to perform alternative lead placement screening to consider potential system repositioning as at the current stage all vectors have been explored and alternate vector is the only one available at this time. Additional information was received. The physician decided to explant the s-ICD system due to not-appropriate sensing and a transvenous system was implanted instead. No additional adverse patient effects were reported. The device was returned for analysis.